Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose unknown mg/dl. The customer had symptoms low blood glucose the customer was treated for the low blood glucose with glucagon. Customer¿s blood glucose level was unknown mg/dl at the time of the call. The customer was assisted with troubleshooting. There was no indication that the insulin pump over delivered insulin. The product was returned for analysis.